Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the stent movement/mislocation.

Event description:
It was reported that a little resistance was felt during removal of the xience alpine 2.25 x 18 mm stent delivery system (sds) from the dispenser coil. Upon removal of the sds, the stent implant was found to not be crimped between the markers; the stent was located proximally. There was no reported resistance felt or force applied during the removal of the product mandrel/stent sheath and no manipulation/handling of the stent at any point. The device was not used for the procedure. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.